Event description:
The hosp reported that after an endoscopic vein harvesting procedure, staff noticed that the dissection tip had cracks and was breaking at the base (back side) where the scope screws in. No replacement required because discovered at the end of the dissection portion of the procedure. Nothing had to be retrieved from the pt. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. A piece of the juicer body was broken and missing. Cracks were also observed. The reported failure was confirmed. (B)(4).